Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 8/28/15. Device evaluation: the device has been returned and evaluated by product analysis on 08/05/2015 with the following findings: a review of tdd history and basal history adds up correctly to the current basal segment programmed by the user. Investigation notes: accuracy testing performed on the pump; no delivery defects found. Unable to duplicate complaint of inaccurate insulin delivery during this investigation; no malfunctions detected..3) nothing in alarm history indicating an interruption in delivery. Returned battery cap used to perform investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged the patient had a blood glucose of 369 mg/dl with nausea and symptoms of dehydration. Trouble shooting with customer technical support did not reveal any delivery issues (time/date were correct, basal and bolus histories as expected) but the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.